Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The undetected upstream occlusion could not be reproduced during the device eval. This condition was confirmed through baxter's functionality testing. The unit passed upstream occlusion testing per baxter's service procedure. The upstream sensor was replaced and calibrated to ensure accurate occlusion detection.

Event description:
During baxter's functionality testing, a spectrum pump failed to detect an upstream occlusion. There was no pt involvement.